Event description:
The customer suspected that the pc on device # 3 was infected with a virus. Offline data was stored to a usb at the customer's site, and when the customer's pc was checked for virus, virus was detected. The field service engineer (fse) replaced pc at customer site with a nec pc of the same type. The fse also scanned the old pc, confirmed that c drive (windows area) was infected with virus and d drive (pk software area) was not infected.

Manufacturer narrative:
The beckman coulter field service engineer (fse) replaced pc at customer site with a nec pc of the same type (installed with no problem and parameters were transferred from other machines). Also, printer driver was installed. The fse implemented dark cal, bright cal, and discharge cal. After performing cal; no issues were observed. Information not provided. Reporter phone no. (B)(6). The beckman coulter internal identifier is case-(B)(4).